Manufacturer narrative:
An empty vial of test strips was returned, evaluation of alleged product was not possible.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 72 mg/dl on the active system and was having hyperglycemia. The patient experienced elevated blood glucose symptoms of weakness and was tremulous. Based on his symptoms, the patient decided to go to the hospital. A couple of hours later, at the hospital, the patient received a blood glucose result of 547 mg/dl on the hospital's blood glucose monitor. The hospital treated the patient with an insulin administration and the patient also stayed "on a drop, and was adminstered 04 liters intravenously". The patient was in the hospital for a couple of hours, and then discharged. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.